Manufacturer narrative:
The customer¿s calibration and qc data were imprecise. The customer did not provide any pre-analytical or instrument related data. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned low results for multiple patients tested for elecsys estradiol iii assay (estradiol iii) on a cobas 8000 e 602 module. The customer compared 433 patient samples that were at the low end of the measuring range of the assay. The results for 2 patient samples were discrepant. Patient 1 initial result was 5 pg/ml. The sample was repeated twice with results of 65.28 pg/ml and 63.48 pg/ml. Patient 2 initial result was 5 pg/ml. The sample was repeated twice with results of 57.49 pg/ml and 60.07 pg/ml. It is not clear if the data was being used for comparison purposes only or if the data was being used for diagnostic purposes. No questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 503901 with an expiration date of 31-oct-2021.